Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, a zoll service provider evaluated the device. The malfunction was observed and attributed to the processor/bridge/pace board. The board was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.